Event description:
On a date not specified the physician found a small hole along the artery line (red) close near the bifurcation. The consequence of this was the air aspiration during the dialytical cycle. The hole is fortunately in the sampling tube and not into the infusion one. They immediately stopped the procedure.